Manufacturer narrative:
The event description states that the hub portion separated from the shaft. A manufacturing record review was completed and zero nonconformances were found. The returned product evaluation confirmed that the shaft of the catheter broke right at the proximal end of the hub. The most likely root cause is that the user over rotated the catheter. The IFU warns do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. The failure was recreated with test units molded on the same equipment as the returned product. The product met all specs.

Event description:
Hub portion of catheter separated from shaft. Physician says he did not push catheter beyond limits of how he has used in the past. No patient impact reported. Associated to MDR 2134812-2017-00081